Event description:
It was reported that the customer experienced an issue with the cartridge not fitting properly on the pump, which was not fully snapped into place. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the customer to remove the case from the pump and inspect the pneumatic tap area. An o-ring was found on the pneumatic tap, and the customer was advised to remove it and clean the area with an alcohol wipe or lint-free cloth. The customer, who had been reusing the same cartridge for six weeks, was informed this practice was against recommended usage guidelines. The customer became upset and ended the call with technical support.